Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system, the device experienced safety mechanism failure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the head nurse of gastroenterology found that the indwelling needle safety device was not activated after the successful injection.

Manufacturer narrative:
H6: investigation summary : our quality engineer inspected the 2 samples and a photo submitted for evaluation. The reported issue was not confirmed upon inspection of the samples and photo. No failure was observed on the two returned samples and the photo provided did not show the reported defect. Bd cannot determine the cause of the reported defect since it was not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Medical device expiration date: unknown. Lot #: batch 0119922 does not exist for material number 383322. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd saf-t-intima¿ IV catheter safety system, the device experienced safety mechanism failure. This event occurred three times. The following information was provided by the initial reporter. The customer stated: the head nurse of gastroenterology found that the indwelling needle safety device was not activated after the successful injection.